Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated. Date of explant is unknown.

Event description:
Related manufacturer report number 1627487-2020-33402, 1627487-2020-33400, 1627487-2020-33399. It was reported that the scs system was explanted for an unknown reason. Date of explant is unknown.